Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the arterial centrifugal control unit (ccu) display went off and would not turn back on. The end-user manipulated the cables behind the module and pressed the two connections behind the head and it came back on, but the flow would not display on the screen. As a result, an alternate device was employed. The backup module initially would not sync with the rest of the machine, but the manufacturer's technical support specialist assisted in troubleshooting and syncing the new arterial pump. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred during priming of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.